Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, user informed the technical support engineer (tse) that they encountered error 307 on arm3. The user disabled arm 3 and continued the procedure using the remaining 3 arms. No known impact or patient consequence was reported.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The usm came in for error 307 and 319. It was confirmed and replicated. The usm was tested on an in-house system and triggered error 319. The usm was also tested on the patient fixture test platform (pftp) and failed fiber test on the acs up (parallelogram) along with check all boards on the acc (rolling loop). Aba trouble shooting was performed. A gold parallelogram & rolling loop was installed and the unit passed. The original was returned and the unit failed. Upon further investigation, there was no fluid intrusion or physical damage. The logs also shows errors 25730, 32097, 307 & 319. The parallelogram and rolling loop is consistent with the reported event and is the root cause of this issue. Another usm was evaluated. The failure was confirmed but not replicated. The log confirmed and recorded error 25750. During visual inspection, no issue was found related to the reported problem. Unit was tested on an in-house system and passed normal mode. The usm was tested on pftp where carriage switches test, carriage lissajous, carriage direction test, carriage sensor check, carriage strength test, and carriage friction test all passed. Unit recognized and passed test instruments. As a result of these findings, the back and center presence pins deem to be the potential root cause of the reported failure. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) quality engineer. Investigation revealed the following possible related system errors: 307 - a node configured to be present stopped responding. After initially been seen at startup, it disappeared. The root cause is attributed to a defective degrees of freedom (dof) motor stator based off the failure analysis testing. Reseating the dof motor stator helped pass all failure tests.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system and failed in normal mode (error 32097). The usm was also tested on a functional test platform. The usm failed the direction test, usm fault check test, sine cycle test, and carriage strength test. All these tests were pointing to the carriage (dof 6). The dof 6 stator was unplugged and reseated. The usm was retested, and all tests passed.

Event description:
Refer to h11 for follow-up information.